Manufacturer narrative:
This follow-up report is being submitted to correct d10, h3, h6 and h10 in the initial report and report the additional information. Correction on d10 "returned to manufacturer" was made as follow. "Check" to "blank." Correction on h3 "not returned to manufacture" was made as follow. "Blank" to "check." Correction on h6 "method" was made as follow. "10 - testing of actual/suspected device" to "4114 - device not returned." Correction on h10 "provide narrative data" was made as follow. "The subject device was returned to olympus medical systems corp. (Omsc) for evaluation." To "the subject device was not returned to olympus medical systems corp. (Omsc)." The additional information was as follow. Six years and seven months have passed since the subject device was manufactured. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of this reported event could not be conclusively determined, however there is possibility that this phenomenon is attributed to the defects of the board and the static electricity removing sheet. Omsc guessed that these defects was caused by aging. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc is evaluating the subject device. Omsc confirmed that the board and the static electricity removing sheet were defective in the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the subject device could not feed co2 gas. There was no report of patient injury associated with this event.